Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high thresholds and high impedance. The patient was asymptomatic and would continue to be monitored.